Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via submitted log files. A review of the submitted log files revealed data from the reported event date 01oct2025. A n atypical intermittent backup battery fault alarm is captured throughout the reported event date. The alarm is associated with the backup battery not passing the load test. The backup battery did not pass due to the loaded voltage being below the threshold comparatively to the unloaded voltage. At the time the first load test did not pass, the loaded voltage measured 11.407v and the unloaded voltage measured 12.221v. The driveline was disconnected at 11:14:34, consistent with the reported controller exchange. No other notable alarms were observed. The alarms did not affect the controller's ability to support the pump. Pump function was not affected. The returned system controller (B)(6)) was returned for testing and passed all functional tests without issue. The returned backup batteries (B)(6) and (B)(6) functioned as intended and was able to support a mock circulatory loop with no issues or alarms. Initially provided information revealed that the backup battery was reseated and the alarm did not resolve. The battery was replaced and the alarm still did not clear. The controller was exchanged and the alarms resolved. A root cause for the reported event could not be conclusively determined through this investigation. A corrective and preventative action was opened to further address this issue. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 lvas IFU section 10 entitled ¿safety checklists¿ and the heartmate 3 patient handbook section f entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault while an inpatient. The green charged light was confirmed to be visible. The patient had the battery checked and reseated the alarm would not clear. The new ebb was placed and the orange charging light was visible, but the alarm would not clear with the new ebb. The system controller was then changed, and the alarm problem stopped. The patient had no other issues, and the problem was resolved. Log files were sent for review. The event log captured ebb faults on (B)(6) 2025 at 06:23 and continued intermittently for the remainder of the log. It appeared that the ebb failed the load test resulting in these faults.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.